Event description:
It was further reported that the pt was asymptomatic during this event. The detached portio of the guide wire was removed from the pt with a snare.

Event description:
During a cerebral angiogram treatment procedure, the tip of the platinum plus guide wire became frayed, and separated from the body of the guide wire. The procedure was completed successfully. Patient status is reported as 'ok'.